Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose and moderate ketones with the symptom of nausea on (B)(6) 2024, as the infusion set was inserted into scar tissue, which led to a bent cannula; the patient was able to resume insulin, and the event lasted for three hours.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Imdrf cause investigation code: code b24 is not available in database to capture event history log review additional information - this MDR is being submitted to include the below: e1: initial reporter name and address h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 17/apr/2026 against ¿lot number¿ ¿6007686¿ and similar malfunction codes: insertion into scar tissue, improper site selection, or incorrect preparation of set, set broke prior to use due to insertion into scar tissue, into sites not stated by the instructions for use (IFU), or incorrect preparation of set. The review confirmed that lot 6007686 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/apr/2026 against ¿lot number¿ criteria equal ¿6007686¿ and similar malfunction codes: insertion into scar tissue, improper site selection, or incorrect preparation of set, set broke prior to use due to insertion into scar tissue, into sites not stated by the IFU, or incorrect preparation of set. The count of complaints is 1. The complaint number is 2625682. Device history record (DHR) review: the lot 6007686 was manufactured according to work instruction (wi) version 45 and manufactured in the m14, on 12/jun/2024 with a total of (B)(6) units. Sub assembly: gluing of tubing. The lot 4f01574 was manufactured according to the wi version 34 and manufactured in the ls06, ls07, on 11/jun/2024, with a total of (B)(6) units. The lot 4f01606 was manufactured according to the wi version 34 and manufactured in the ls24, ls25, on 10/jun/2024, with a total of (B)(6) units. The lot 4f02559 was manufactured according to the wi version 34 and manufactured in the ls24, ls25, on 12/jun/2024, with a total of (B)(6) units. The device history record (DHR) was reviewed in accordance with applicable procedures. During the review, an extended was identified, which was generated during outgoing test 6 due to contamination found in one of the samples, consisting of loose or foreign objects. All required in process and final tests were completed and met with specified requirements. No additional deviations or maintenance events were identified that relate to the complaint code. Conclusion: the identified extended deviation was reviewed and determined not to be related to the reported complaint. The DHR review supports compliance with applicable manufacturing and quality requirements. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as ¿misuse, user related issues, or no malfunction alleged.¿ therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007686 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as ¿misuse, user related issues, or no malfunction alleged.¿ therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date no additional patient or event details have been received.